Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient was transplanted. The right ventricle (rv) stopped functioning, and the patient received a heart transplant through an emergency search. However, further information communicated by the account revealed that the right heart failure existed pre-implant, and a device related issue did not cause or contribute to the right heart failure. The pump was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted. The right ventricle (rv) stopped functioning, and the patient received a heart transplant through an emergency search. The right heart failure existed pre-implant (giant cell myocarditis). A device related issue did not cause/contribute to right heart failure. The outcome was not device or therapy related. The pump was not explanted and would not be returned.